Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the preparation, the stent was reported to be bent upon opening of the device package. No visible damage was noticed with the outer packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".